Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photos show a ligamax device inside of package from top view and a damage can be seen on the tyvek. Based on the photo no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
Damaged packaging. It was reported that during the surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # r94u7n. Investigation summary: the analysis results found that el5ml device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. It was noted to have a hole in the tyvek with the hole noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.